Event description:
[Preferred term] (related symptoms if any separated by commas). Severe hyperglycaemia [hyperglycaemia]. Piston was not against the rubber stopper (piston detaching from the rubber stopper) [device issue]. Wasn't delivering any insulin [device failure]. Case description: this serious spontaneous case from australia was reported by a other health care professional as "severe hyperglycaemia (hyperglycaemia)" with an unspecified onset date, "piston was not against the rubber stopper (piston detaching from the rubber stopper)(device component detached)" with an unspecified onset date, "wasn't delivering any insulin(device failure)" with an unspecified onset date, and concerned a 56 years old male patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "device therapy", ryzodeg penfill 100 u/ml (insulin aspart, insulin degludec) (dose, frequency & route used-unknown) from unknown start date for "product used for unknown indication". Patient weight, height and body mass index were not reported. Dosage regimens: novopen 6: ryzodeg penfill 100 u/ml: medical history was not provided. On an unspecified date, patient was admitted due to hyperglycemia. Upon investigation by hospital diabetes education team it was found that the piston was not against the rubber stopper and hence no insulin was being administered. Patient is still in hospital. (Hospitalization details, start date were not reported). Batch numbers of novopen 6 and ryzodeg penfill 100 u/ml were requested. Action taken to ryzodeg penfill 100 u/ml was not reported. The outcome for the event "severe hyperglycaemia(hyperglycaemia)" was not reported. The outcome for the event "piston was not against the rubber stopper (piston detaching from the rubber stopper)(device component detached)" was not reported. The outcome for the event "wasn't delivering any insulin(device failure)" was not reported. References included: reference type: e2b linked report. Reference ID#: (B)(4). Reference notes: same physician/reporter. "This report is for a foreign device that is assessed as "similar" to us marketed novopen echo".

Event description:
Case description: investigational results: name: novopen 6 batch number: unknown no investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations. Name: ryzodeg penfill 100 u/ml batch number: unknown no investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations. Since last submission the case has been updated with the following: -inv results were updated. -imdrf b, c, d, g codes updated. -narrative updated accoridngly final manufacturer's comment: (B)(6) 2024: the suspected device novopen 6 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 6. H3 continued: evaluation summary name: novopen 6 batch number: unknown no investigation was possible, because neither sample nor batch number was available.